Event description:
The customer reported that the ventilator alarmed with back up alarm test failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned cpu board shows that the cold solders on 5.6ko 5% resistor lead in the ls1 buzzer generated the back up alarm failed error. Diagnostic code.